Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on an ilet pump while using a contact detach infusion set with 23-inch tubing, which the user associated with disconnecting for showering and then reconnecting; guidance was provided to fill tubing only and then fill cannula only, and the pump appeared to function properly after the supply change with insulin delivery resumed. Symptoms included elevated blood glucose, with a reported glucose of 190 mg/dl. Outcomes included transient hyperglycemia without hospitalization or medical intervention beyond troubleshooting and supply change. Investigation included user-led troubleshooting, guided priming of tubing and cannula, and education on infusion set management. Investigation of this case revealed an insulin delivery interruption due to an occlusion that resolved after supply change, consistent with an infusion set or line obstruction affecting insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set and tubing, resolved through replacement and proper priming.